Event description:
A discordant, falsely elevated potassium result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not repeated to the physician(s). The sample was rerun on the same instrument and a different instrument and resulted lower. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated potassium result.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data. After evaluation of the instrument data, the gps specialist did not find an instrument malfunction. The sample had been rerun on the instrument and resulted as expected without troubleshooting the instrument. The cause of the discordant, falsely elevated potassium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.